Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record was completed: envision manufactured the self-retaining screwdriver for expansion head screws, part number 387.282, lot 4280384, supplier lot 6380. The (B)(4) lot was processed per specification requirements as indicated in the certificate of compliance. All other certifications conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint-related anomalies, material review reports, or non-conformance reports associated with this lot. (B)(4) were released to the warehouse on 07june2001. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver handle broke off as it was being tested. It was reported the device was tested by inserting it into a screw and the handle broke off into three (3) pieces. There was no procedure or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the handle of the instrument was received fractured into three (3) pieces. The etching has some minor oxidation. The failure evidence suggests that the complaint for the broken handle can likely be attributed to the age of the device, as years of sterilization cycles may degrade phenolic handles. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The cervical spine locking plate (cslp) system includes two self-retaining screwdrivers for expansion head screws. This driver installs the temporary fixation pins and the expansion head screws. One self-retaining screwdriver for expansion head screws was returned with the complaint of broken handle. The handle of the instrument was received, fractured into three (3) pieces. The associated drawings for this instrument were reviewed. These drawings detail the appropriate dimensions, (B)(4) and finishing process for a successful driver. This complaint is confirmed, but the design of this device was found to be adequate for its intended use. The root cause of this complaint for the broken handle can likely be attributed to the age of the device as years (14+ years) of sterilization cycles may degrade phenolic handles. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the subject device has been received and is currently in the evaluation process.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.